Event description:
The report noted: "the zuma c cover plate disengaged from the implant post-op". Add'l info was received. The reporter stated "the initial surgery was performed in (B)(6) 2012. The cover plate was discovered to start to disengage from the zuma c implant on x-ray images taken during a post-operative routine f/u appointment. The pt has had a second f/u and the x-ray showed the cover plate has unthreaded slightly more. The cover plate isn't completely disengaged from the zuma-c implant. The doctor is 'watching it for now'. No revision surgery has been scheduled to date. There have been no adverse effects to the pt to date. No pt was sent for investigation because there hasn't been a revision surgery yet."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.